Event description:
Pt is a 41 yr old white female who is status post bilateral breast augmentations (in a subglandular position) with gel implants in the late 1980's. She presented with symptomatic capsular contracture in both breasts and significant breast ptosis. On 12/21/95 she underwent bilateral total capsulectomies and removal of gel 320 cc implants.